Event description:
Product name: freestyle libre 3 (continuous glucose monitor) libre3 serial numbers: (B)(6) (exp. 2026-03-31) and (B)(6) (exp. 2025-12-31) manufacturer: abbott diabetes care problem type: device malfunction / product quality issue -- consistent 25¿35 mg/dl negative bias in sensors not included in the feb 2026 recall description of event: I am reporting a consistent 25¿35 mg/dl negative bias in freestyle libre 3 sensors that were verified as not included in the february 2026 class I recall. Two separate users (self and spouse) used two different sensors from the same third-party source (diabeticsaving.com) purchased in early march 2026. Both sensors consistently reported glucose levels in the 55¿70 mg/dl range over a 4-day period, despite the users being asymptomatic for hypoglycemia. Moreover, parallel testing with two different finger stick (capillary) blood glucose monitors consistently showed actual levels between 95¿110 mg/dl. The sensors triggered multiple false "urgent low" alarms, which could have led to dangerous over-consumption of carbohydrates or omission of insulin if not for verification via finger stick. Although the serial numbers (B)(6) were not flagged by the manufacturer's recall website, the failure mode is identical to the documented class 1 recall issue (i.e., incorrect low readings due to manufacturing defect). I have attached files showing: the discrepancy between contemporaneous sensor and finger stick readings, consistently low measures reported by the libre3 app, the sensor applicators (showing serial numbers), the sensors as applied to our arms, and the purchase receipt from diabeticsaving.com. See the attached files for images showing: the discrepancy between contemporaneous sensor and finger stick readings, consistently low measures reported by the libre3 app, the sensor applicators (showing serial numbers), the sensors as applied to our arms, and the purchase receipt from diabeticsaving.com. Pt code: 4582. Device codes: 1535, 1013, 2917. Ref report: mw5186225.